Manufacturer narrative:
Additional information was received that the stent was deployed over an abbott command wire 0.14x 300. The wire did not separate; the stent collapsed on an atherosclerotic plaque and entrapped the wire. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During and interventional endovascular procedure, resistance was noted during deployment of a 6x150mm smart stent. The stent delivery system would not unsheathe to deploy in the superficial femoral artery (sfa) and then the stent displaced to the to the distal sfa/popliteal region. Another stent was required to treat lesion. The patient had to be sent to surgery ¿to remove the stent which the wire was stuck in¿ and is reported to be doing well. The device will not be returned for analysis. The lesion was extremely calcified and the vessel was slightly tortuous. The device was stored, prepped and inspected correctly. There was nothing unusual noted about stent. Delivery of the stent to the lesion was contralateral up and over the bifurcation. There was no difficulty tracking the stent delivery system to the target lesion. The product was not returned for analysis. A review of the device history record of lot 17666723 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿stent delivery system deployment difficulty-inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of tortuosity, calcification and rate of stenosis may have contributed to the reported event. The product information for safety warns ¿do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Introduction of stent delivery system a. Ensure locking pin is still in place. B. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional patient details are unknown. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
There was resistance during deployment of a 6x150mm smart stent which would not unsheathe or deploy in the superficial femoral artery (sfa) and the stent displaced to the to the distal sfa/popliteal region. Another stent was required to treat lesion. The patient had to be sent to surgery ¿to remove the stent which the wire was stuck in¿ and is reported to be doing well. The device will not be returned for analysis. The lesion was extremely calcified and the vessel was slightly tortuous. The device was stored, prepped and inspected correctly. There was nothing unusual noted about stent. Delivery of the sds to the lesion was contralateral up and over the bifurcation. There was no difficulty tracking the sds to the target lesion. Additional patient and procedural details are unknown.